Event description:
It was reported that the ultrathane ring biliary duct drainage catheter separated at the hub during removal from the patient following its placement for a drainage procedure, resulting in a procedural delay. However, the entire device was successfully retrieved without causing any harm to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: product code: additional product codes: gbo, lje. H3: device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged.additional information: b5, d4 - primary UDI number.correction: d9.h3 - device evaluated by mfg?: device not returned to manufacturer.this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information that the device was not kept and is not available for return to cook for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the ultrathane ring biliary duct drainage catheter separated at the hub during removal from the patient following its placement for a drainage procedure, resulting in a procedural delay. However, the entire device was successfully retrieved without causing any harm to the patient. No additional procedures or adverse effects were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot confirmed there were no relevant recorded non-conformances. A complaint history search identified no additional field complaints on this lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, cook has determined that the primary cause is component failure, with no issues related to manufacturing or design. While it is possible that the catheter experienced excessive force or tension while in the patient, resulting in the separation from the mac-loc, this cannot be verified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.